Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during implant surgery the anchor tether helix of the lead was not fully separated and it could not properly stretch to coil around nerve. It was described that the top coil of the anchor tether helix was slightly adhered to the center coil but the surgeon was able to gently pull it apart making it movable and successfully implanted the lead. A device history records review for the lead was performed. The lead passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.